Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the position of the guidewire was changed from the left upper pulmonary vein (lupv) to the left atrial appendage (laa). The guide was then removed, and a multipurpose catheter was advanced to reposition the guidewire safely into the lupv. The steerable guide catheter (sgc) was de-aired. Several thrombi were flushed out; however, residual coagulated blood remained inside the guide and could not be removed by flushing. Due to safety concerns, additional heparin was administered. The sgc was replaced with another device, and the procedure was completed with deployment of one mitraclip. The mr was reduced to <1 post-procedure. There was no clinically significant delay reported.